Event description:
Patient presented to the physician with wound dehiscence and fluid discharge at the chest incision site. Physician prescribed antibiotics. Due to a suspected infection or possible allergy concerns, the physician brought the patient into the or two weeks later and removed the entire inspire system. Physician obtained cell cultures during the procedure and will re-evaluate after the culture results.